Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the power management (pm) board was replaced, but the issue was not resolved. The device was not returned to service. The remote service engineer (rse) recommended testing the voltage between the power supply, and power management board connections. Investigation remains ongoing.

Manufacturer narrative:
The customer contacted philips, and reported that the motor control board was replaced to resolve the issue. No further details were noted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 35 v supply failure (error codes 1104, 111a, 111b). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a 35 v supply failure (error codes 1104, 111a, 111b). The rse recommended that the power management (pm) board be replaced. The customer was provided with the part number for replacement. Investigation ongoing / resolution pending.